Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a competitor's right atrial (ra) lead exhibited noise and oversensing. High pacing impedance measurements were also observed when ra pacing configuration was set to bipolar with loss of capture. The device was reprogrammed; however, the device would reportedly revert to the default programming values when programming from unipolar to bipolar mode. Boston scientific technical services (ts) discussed that this was due to how rules were set up for changing parameters automatically. The pocket was re-opened and a connection problem between the right atrium port and the right atrium lead was confirmed. The device and lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.